Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has experienced stabbing and electric pain going down their left thigh pretty much since they had the device implanted. Patient states the implant is located on the right side and inquired if this is something that can happen. Patient states they have not tried turning stim off to see if this resolves. Troubleshooting was unable to be performed but it was reviewed that patient could consider turning stim off to see if this resolves the pain. It was also recommended patient follow up with healthcare provider (hcp) to have system checked. Patient redirected to their hcp.